Event description:
A hospital reported to smiths medical that the tubing attached to the syringe for closed system sampling became detached from the syringe when the sample was being drawn back. There was no patient injury or treatment associated with this event.

Manufacturer narrative:
Samples have been received from the customer; however, smiths has not yet completed the investigation into this issue. A follow up MDR will be submitted when the investigation has been completed.